Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump was received with a loose metal contact on the battery cap due to a broken three heat stake post. A test battery cap locks securely into place and the pump powered up properly. The pump was received without a battery installed. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08715 inches. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. Please see below for pump errors/alarms noted 1 week prior to the event date (B)(6) 2022 in the formatted history file.  Insert battery alarm was recorded and found in the formatted history file on: (B)(6) 2022 21:24:58.000. Low battery alert was recorded and found in the formatted history file on: (B)(6) 2022 21:01:00.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No power error 25, power loss alarm and replace battery alert/replace battery now alarm noted 1 week prior to the event date (B)(6)2022 in the formatted history file.  Insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on (B)(6)2023 at 5:25:00 pm. There was no power data available for the date of (B)(6)2022. Unable to check power data for low battery alert. There were no unexpected pump errors/alarms/alert noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a missing display window/cover, a cracked battery tube threads, a scratched case and a cracked case behind the pump near the battery tube compartment. The pump passed all the required testing. However, battery cap contact missing/damaged was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported battery cap issue and customer was hospitalised for 13 time in intensive care unit. No further complications were provided. Troubleshooting was not performed. It was unknown whether the customer was using the insulin pump within 48 hours of the reported event and unknown whether the auto mode feature was turned on during the reported event. The customer had discontinued using the insulin pump and the pump was returned for analysis.